Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6 mm vticmo12.6, -4.00/3.0/119 (sphere/cylinder/axis), implantable collamer lens in the patient's left eye (os) on (B)(6) 2018. It was noticed the "refractive is still the same as before during surgery" and there is almost no correction. Lens remains implanted.

Manufacturer narrative:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens of -4.00/ 3.0/119 sphere/ cylinder/ axis in the patient's left eye (os) on (B)(6) 2018. It was noticed that the "refractive is still the same as before during surgery" and there is almost no correction. Lens remains implanted in the patient's eye. From the (B)(4) calculation form we can notice that the right eye (od) values were used for calculation of left eye (os) lens requirement. (B)(4).